Event description:
Customer reported that the wake button of their pump needed to be pressed multiple times to respond. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up from customer technical support and was in the process of obtaining a new device due to the current one being out of warranty.